Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The lesion was pre-dilated with a 3.00 x 12 mm semi-compliant balloon. A 4.00 x 48 mm synergy was deployed at 10 atm. Post-dilation occurred with a 4.00 x 12 mm non-compliant balloon, 12 atm applied mid to distal stent and 18 atm applied proximal to mid stent. A flow limiting proximal edge dissection in the proximal part of the stent was noted. To cover the edge dissection, a 4.50 x 12 mm synergy was deployed proximally, overlapping it and covering the dissection. The procedure was completed successfully and the patient fully recovered and was stable.